Manufacturer narrative:
During cp implant procedure, hemostatic valve was leaking during intervention after physician inadvertently had access site covered while the cp catheter and companion sheath inserted. Despite troubleshooting and changing the approach, bleeding was still observed through the hemostatic valve after the companion sheath was re inserted. Companion sheath removed and no bleeding was seen with just cp catheter through hemostatic valve. Introducer damage mechanical : no product was returned. The cause of the introducer damage - mechanical was not determined since product was not returned and insufficient clinical details. Access site bleeding - major: no product was returned. The cause of the access site bleeding - major was not determined since product was not returned and insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an impella cp was placed to support a patient during high risk percutaneous coronary intervention (hrpci). The team used the single access technique along with a 14 french sheath and a 7 french companion sheath. The sheath was leaking and this malfunction caused the team to remove the 7 french. The hrpci was completed. The pump was weaned and explanted.